Event description:
It is reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and placed on the mitral valve. While establishing final arm angled, a perforation on the posterior leaflet was observed. The clip was then opened and repositioned to treat the perforation and deployed without issues. After evaluation, the physician determined another clip was needed to treat the perforation and remaining mr. Therefore, a non-abbott device was inserted and deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances as the clip was repositioned to treat the tissue injury and an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.